Manufacturer narrative:
Date of the event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's leads had migrated. The issue was confirmed via x-rays. The patient reports they fell. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information found the patient had their lead explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
Correction: h6 method code should have been 4114 rather than 4117.

Manufacturer narrative:
Correction: results code should have been (B)(4); conclusion code should have been (B)(4).